Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the healthcare provider after hearing an alarm from the device. The physician determined that the alarm was due to micro damage on the right ventricular (rv) lead. The lead was revised and a new lead was implanted in conjunction, with the lead remaining in use. No patient complications have been reported as a result of this event.